Event description:
It was reported that the patient experienced muscle stimulation and palpitations. The pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and the device was programmed to ddd mode with lowered outputs. The patient would be monitored.